Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter balloon one day after the placement .per follow up via ibc on (B)(6) 2022, it was unknown what was the cause of the leak and unknown whether another catheter was replaced.per sample evaluation notification on (B)(6) 2022, the inflation lumen expanded with water as the balloon was being inflated .

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Photo samples were submitted. However, no damages were noted. The 3-way foley catheter was returned without the original packaging. No holes or damages were noted on the balloon of the catheter. The catheter was inflated with 50cc di water using a syringe, the balloon inflated concentrically, and no signs of leakage were noted, however, the inflation arm was noted to balloon during inflation. The catheter was manipulated and there were still no signs of leakage when the balloon was fully inflated. The balloon was left inflated for five minutes and no leaks were noted. The balloon deflated without issues. The catheter would have passed functional leak testing per inspection procedure. A potential root cause for this event could be, "latex precure too low or too high". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the foley catheter balloon one day after the placement. Per follow up via ibc on 13apr2022, it was unknown what was the cause of the leak and unknown whether another catheter was replaced. Per sample evaluation notification on 16aug2022, the inflation lumen expanded with water as the balloon was being inflated.